Event description:
An operating room mgr reported that the infusion cannula was not locking into the trocar cannula during a vitrectomy procedure, the procedure was able to be completed without harm to the pt.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of this nature. (B)(4).